Event description:
It was reported that the ventilator had a leakage during use on patient. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a leakage during use on patient. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. According to the information provided by the technician, "leakage too high" alarms were activated when device was connected to the patient. The device was checked with changed patient circuit. The problem could not be reproduced. The issue was decided to be reported as leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. The root cause of the reported issue has not been determined.